Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the ok and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. The up arrow button contact was found to be inverted. Unrelated to the complaint, evaluation revealed a dim and faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2013, the patient contacted animas, stating that the up arrow and down arrow keypad buttons were sticking and delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.